Event description:
Patient was undergoing a temporal artery biopsy. The patient was prepped with chloraprep one step and then draped appropriately. The operative site was then reprepped with additional skin prep (chloraprep one step). The procedure was begun, an incision was made and the electrocautery unit was applied at which time a flame occurred and was immediately extinguished. The patient experienced first degree burns on both ears as well as one spot of second degree burn on the neckline that only required topical treatment. The patient was discharged the following day.